Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostyle device after an interventional rotablation/stenting procedure with a 6f sheath. Reportedly the suture trimmer failed to cut the suture; this required the use of a separate suture trimmer. It was further reported that a non-abbott device was used to achieve hemostasis, but clarification could not be obtained. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to cut with the gated suture trimmer. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.